Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not alarming. The customer's blood glucose was 355 mg/dl. The customer stated that she did have the blood glucose reminder and the missed bolus reminders. The customer tested the missed bolus reminders but stated that they were not going off. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The missed blood glucose reminder alert and the blood glucose reminder feature worked properly. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.